Event description:
It was reported that a 12mm 0 degree endoscope was defective. Upon requesting additional information from the customer after failure analysis had revealed a missing distal lens, the customer confirmed that the outer lens was noted to be missing prior to starting the operation due to the image not being clear. The customer stated that normally, the lens is lost during the washing process in the central sterilization department. There was no report of fragments falling into a patient, and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The system endoscope projects light from the illuminator onto the surgical site and the video image of the surgical site captured by the endoscope is sent back through left and right channels to the camera head. The endoscope was returned to the original equipment manufacturer (OEM) for evaluation. OEM failure analysis of the returned endoscope found that it had been exposed to a temperature greater than 82 degrees celsius, as shown by the internal temperature indicator, which resulted in damage to the distal window assembly hermetic seals, fluid invasion and subsequent damage to the complete optical system. OEM failure analysis investigation also found that the distal window was missing. The reprocessing instructions for cleaning endoscopes specifically states: exercise care when cleaning and handling the distal end of the endoscope. Do not exert excessive force on distal windows and never clean with sharp objects or instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the missing distal window could likely cause or contribute to an adverse event, if the malfunction were to recur.